Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr615m - columbus rev f hc glid. Surf.t1/1+ 20mm. According to the complaint description, a surgery to replace the polyethylene component(s) had been planned for on (B)(6) 2025; sizes larger than 20 mm needed. The procedure would be revision right knee total arthroplasty (tka). The initial implantation had occurred on (B)(6) 2023. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nr194z/ as tibia offset stem d12x92mm cemented (aesculap ag reference no. (B)(4), nr244z/ as columbus tib.hemi-sp. T1/1+ 5mm rl/lm (aesculap ag reference no. (B)(4), nr071z/ as columbus rev f tib.offset cement.t1 (aesculap ag reference no. (B)(4), nr294z/ as femur extens.stem 6° d12x157 cemented (aesculap ag reference no. (B)(4), nr573z/ as columbus rev fem.spacer post.f3 10mm (aesculap ag reference no. (B)(4), nr573z/ as columbus rev fem.spacer post.f3 10mm (aesculap ag reference no. (B)(4), nr463z/ as columbus rev fem.spacer dist.f3 5mm (aesculap ag reference no. (B)(4), nr463z/ as columbus rev fem.spacer dist.f3 5mm (aesculap ag reference no. (B)(4), nr400z/ as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no. (B)(4), nr400z/ as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no. (B)(4), nr013z/ as columbus rev f femur cemented f3r (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d4: lot number, expiration date, h4 - production date, h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nr194z/ as tibia offset stem d12x92mm cemented (aesculap ag reference no. (B)(4). Nr244z/ as columbus tib.hemi-sp. T1/1+ 5mm rl/lm (aesculap ag reference no. (B)(4). Nr071z/ as columbus rev f tib.offset cement.t1 (aesculap ag reference no. (B)(4). Nr294z/ as femur extens.stem 6° d12x157 cemented (aesculap ag reference no. (B)(4). Nr573z/ as columbus rev fem.spacer post.f3 10mm (aesculap ag reference no. (B)(4). Nr573z/ as columbus rev fem.spacer post.f3 10mm (aesculap ag reference no. (B)(4). Nr463z/ as columbus rev fem.spacer dist.f3 5mm (aesculap ag reference no. (B)(4). Nr463z/ as columbus rev fem.spacer dist.f3 5mm (aesculap ag reference no. (B)(4). Nr400z/ as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no. (B)(4). Nr400z/ as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no. (B)(4). Nr013z/ as columbus rev f femur cemented f3r (aesculap ag reference no. (B)(4).